Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6(b), h6.

Event description:
Patient reported left side leakage as well as bilateral exchange from textured to smooth implant. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported left side rupture.

Event description:
Patient reported left side leakage as well as exchange from textured to smooth implant.. Device explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight, missing shell (0-25%) and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, non-penetrating nicks, crease fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the non-penetrating nicks in the shell. Missing shell assessed as inconclusive.